Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: guide wire: sion blue; guide catheter: 6fr.spb3.5 hyperion. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The nc traveler is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a concentric, heavily calcified, 90% stenosed de novo lesion in the moderately tortuous distal left circumflex (lcx) coronary artery. A 2.5x15mm traveler rx balloon dilatation catheter (bdc) was prepped outside of patient anatomy per the instructions for use without issue and the protective sheath was removed without difficulty. After positioning a 6fr non-abbott guiding catheter and a non-abbott guide wire, the traveler rx bdc was advanced to the lesion with resistance felt against the lesion. During the 1st inflation, the balloon ruptured at 12 atmospheres. The traveler rx bdc was withdrawn without resistance and pre-dilatation was completed using a non-abbott balloon. After performing intravascular ultrasound (ivus), an attempt to cross the lesion was made using a 2.5x23mm rx xience alpine drug-eluting stent (des) system, but this device failed to cross due to patient anatomy. Upon withdrawal, the distal edge of the stent was noted to be flared. No other device issues were noted. A 2.25x23mm xience alpine crossed and successfully completed the procedure with 0% lesion stenosis post-procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.